Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0t9qc, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor had skin breakdown over the ins implant incision. It was reported that the ins was starting to migrate through the skin. The system was explanted and a new system was placed on the patient's contralateral side. It was believed that the cause of the skin breakdown was an infection in the pocket although this was not definitively determined this is what the physician believes was the cause. The patient's status is noted as resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.